Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (ra diculopathies) and spinal pain. The patient reported that he hasn¿t used stimulation for about the last 6 months and said it was ¿somewhere in the summer of 2017 I last used it¿ and had not tried to use it since and didn¿t want to. The patient reported that the ins ¿hasn¿t made much difference, so I turned it off.¿ the patient reported that he realized when he had it off, that it didn¿t help his pain and said ¿the va gave me some voltrarin gel and that seems to be working better than the stimulator and I think my issue is an arthritic issue.¿ the patient reported that the sciatic nerve going down his leg ¿seems to be okay, my concern is more the arthritic concern¿ and said the device was put in for ¿stenosis and scoliosis and crushed discs and failed back surgery syndrome and it did help at first but then I noticed it stopped, it was last year (2017).¿ the patient was redirected to their healthcare provider (hcp) to see if the device could be adjust or taken out. No further complications were reported. Additional information was received from the patient. The patient reported that the circumstances that led to the implant not making much of a difference was that the implant stopped, battery died. The patient reported that he called the customer center and asked what the options were and was told to call his doctor. The patient reported that they called their doctor who recommended a new implant from a different manufacturer and that resolved the issue. No further complications were reported. Additional information was received from the patient. It was reported that the wires up the spine had become dislodged from the battery and broke off. Patient reported this was what was stated by the surgeon who installed a new different manufacturer's device into him. Patient reported this is the same surgeon who installed his previous device.